Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the box was torn and packaging was damaged. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. Although it was not noted, damage likely occurred during shipment. Terumo suggests to file a damage claim with the packs' shipment carrier upon receipt. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).